Event description:
As it was reported by medical affairs via email: the daughter of a cypher stent consumer called for medical information and also reported adverse events. After presenting with chest pain,the patient had 2 cypher stents implanted (B)(6) 2007, one in the lad and one in the rca. On (B)(6) 2010 she experienced chest pain again and was admitted to the ICU overnight. A cardiac catheterization was performed which showed that "the stent was closed." The cardiologist also stated that he only saw one stent and not two. The artery in which the stent was closed was stated to be "front main of the heart." Patient was treated with another stent implant. On (B)(6) 2010, the patient again was experiencing chest pain. Treatment was nitroglycerin with relief, but chest pain recurred and is ongoing. No additional information was available.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not release after firing. When the trigger was grasped several times, the device was released. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. Although, no opening issues were noted during testing, an investigation has been initiated to address the potential root cause. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.